Event description:
It was reported that the catheter kept breaking off and splitting apart. Patient had 30 catheters with same issue.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Visual evaluation noted one opened magic3 go received with packaging. Visual inspection noted that the material of the funnel was split or torn. This did not meet specifications which stated that the catheter shall pass a visual inspection for wash-boarding, roughness, lumps, splitting, cracking, particulates and discoloring. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be no tooling specification. The product was used for patient diagnostic or treatment purposes. The product was influenced by the reported failure. The product failed to meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter kept breaking off and splitting apart. Patient had 30 catheters with same issue.